Event description:
It was reported to boston scientific corporation that an alair bronchial thermoplasty (bt) catheter was used during a bronchial thermoplasty procedure on (B)(6) 2012 as part of the (B)(6) study. According to the complainant, the patient underwent her second bronchial thermoplasty treatment to the left lower lobe. During the procedure, it was noted that the catheter shaft was kinked. The physician removed the catheter and successfully completed the procedure with another bt catheter. This complaint is being reported based on an event of asthma exacerbation requiring hospitalization. There is no associated product malfunction related to this adverse event. On (B)(6) 2012, the patient experienced an event of asthma exacerbation. Following the bt procedure, the patient developed a cough, left sided chest pain, dyspnea and wheezing. Her fev1 was less than 80% of her pre-procedure level; therefore, the patient was admitted into the hospital for observation and intravenous steroid treatment. She was treated with solu-medrol, methylprednisolone, guaifenesin with codeine cough syrup, prednisone, and ambien. The patient was discharged from the hospital on (B)(6) 2012. However, the event of asthma exacerbation is still continuing. No emergency room visits occurred from any of the events above. **additional information received on (B)(6) 2012** the event of asthma exacerbation resolved on (B)(6) 2012.

Event description:
It was reported to boston scientific corporation that an alair bronchial thermoplasty (bt) catheter was used during a bronchial thermoplasty procedure on (B)(6) 2012 as part of the (B)(4) clinical study. According to the complainant, the patient underwent her second bronchial thermoplasty treatment to the left lower lobe. During the procedure, it was noted that the catheter shaft was kinked. The physician removed the catheter and successfully completed the procedure with another bt catheter. This complaint is being reported based on an event of asthma exacerbation requiring hospitalization. There is no associated product malfunction related to this adverse event. On (B)(6) 2012, the patient experienced an event of asthma exacerbation. Following the bt procedure, the patient developed a cough, left sided chest pain, dyspnea and wheezing. Her fev1 was less than 80% of her pre-procedure level; therefore, the patient was admitted into the hospital for observation and intravenous steroid treatment. She was treated with solu-medrol, methylprednisolone, guaifenesin with codeine cough syrup, prednisone, and ambien. The patient was discharged from the hospital on (B)(6) 2012. However, the event of asthma exacerbation is still continuing. No emergency room visits occurred from any of the events above. Baseline spirometry values: visit date: (B)(6) 2012. Pre-bronchodilator: fev1: 2.29, fev1 % predicted: 79.51, fvc: 2.72, fvc % predicted: 78.16. Post-bronchodilator: fev1: 2.43, fev1 % predicted: 84.38, fvc: 2.89, fvc % predicted: 83.05.

Manufacturer narrative:
(B)(6). (B)(4). A visual examination of the returned device revealed four kinks along the catheter shaft. The first kink is located at the exit of the handle's strain relief. The remaining three kinks are approximately 225 mm, 716 mm and 1130 mm from the handle's strain relief. During a functional analysis, the device was cleaned and plugged into the rf controller. Ten complete rf activation cycles were performed with no errors or issues found. The array expanded and collapsed normally. A visual inspection of the array, thermocouple and solder verified normal. A visual inspection of the handle verified normal. No other issues were noted to the device. A review of the device history record (DHR) confirmed that batch (B)(4) met all material, assembly, and product specifications at the time of release to distribution. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label. Exacerbated asthma is a known adverse event associated with the use of this device and is listed in the directions for use (dfu) / product label. Therefore, the root cause of this complaint is anticipated procedural complication.

Manufacturer narrative:
MFR name; boston scientific corporation (B)(4). Study: (B)(4).